Event description:
The pt experienced a loss of stimulation sensation starting about 2 weeks ago. She usually felt pain in the left side when the stimulation was on and now no longer felt this "pain" for the past week or longer. Battery depletion was considered. She was re-directed to her physician. The healthcare professional confirmed the pt symptoms of lack of effect and attributed the event to "battery failure". A replacement of the neurostimulator was performed. No pt injuries were reported.

Event description:
Reporter alleged that she obtained a result of 30 mg/dl on the aviva system and within minutes, she had a seizure. Reporter alleged that she drank juice, ate cookies, and (B)(6). Reporter also alleged that her husband called the emts, they arrived and obtained a result of 220 mg/dl on their system within 5 minutes of her 30 mg/dl result. Reporter stated they treated her with a glucose IV and she was taken to the hospital where she was given more glucose in the IV. No other actions were reported taken or treatment received. A request was made for the return of the affected product.